Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) elective replacement indicator (eri) triggered during warranty period, and was reported as premature battery depletion. The ICD remains in use, and no patient complications have been reported as a result of this event.